Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that while the customer was performing the load sequence, the touch screen flickered and the pump led the customer to complete the fill tubing step again. The customer performed the fill tubing while connected at the infusion set site and delivered insulin into the body. Customer's blood glucose ranged between 94-180mg/dl. Reportedly the customer continued to use the pump for insulin therapy.